Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888511 and gd887711 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient, coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). The patient contacted baxter technical services (bts) for assistance with a system error alarm on the home choice device (hc). Upon a follow-up call with the patient regarding the previous complaint, the reporter stated the patient was in the hospital. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. The reporter stated that the nurse advised that the system error was not the cause of the peritonitis. Remedial treatment was not reported. It was not reported if the event of peritonitis had resolved. It was not reported if dianeal therapy was ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.